Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer had symptoms such as tiredness and treated with injection. Customer also woke up with blood glucose of 62 mg/dl and treated with some crackers. Customer declined to troubleshoot. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.